Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 345 mg/dl and a correction bolus was delivered. Customer did not know cause of elevated bg. However, contact alleged pump was not delivering insulin properly. Contact declined tandem technical support's offer to perform a pump system check. Recommendation was made for customer to consult with healthcare provider.